Event description:
New information received notes that the patient presented in clinic for a routine pacemaker follow-up. Upon interrogation, the right ventricular (rv) lead was noted to exhibit recurring ventricular noise oversensing resulting in multiple noise reversion episodes. The noise was reproducible with shoulder movement. No changes or interventions were performed. There were no patient consequences.

Event description:
New information received notes that the right ventricular (rv) lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. A complete lead was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition and noise reversion episodes. The noise was reproducible. No changes or interventions were done. The patient was in stable condition.